Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient. The customer contacted product support and authorized service personnel (asp) confirm the report's problem: touch insensitivity. The authorized service personnel (asp) recalibrated the touch screen to address the reported issue. Device returned to full functionality.